Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the emergency display no longer shows any alarms. There was no patient incident.